Event description:
The delivery device of the pre-loaded drn00v model intraocular lens (iol) failed. Through follow-up, additional information was received clarifying the plunger slid over the surface of the lens and smashed it, rather than pushing the lens out of the device. The iol was then unable to be ejected and used on the patient. There was no product quality issue with the iol and there was no patient contact with the device. The suspect device is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: not applicable as there was no patient contact with the device. Section a-3a patient sex: not applicable as there was no patient contact with the device. Section a-3b patient gender: not applicable as there was no patient contact with the device. Section a-4 patient weight: not applicable as there was no patient contact with the device. Section a-5 patient ethnicity: not applicable as there was no patient contact with the device. Section a-6 patient race: not applicable as there was no patient contact with the device. Section b-3 date of event: unknown as information was not provided. Section d-6a date implanted: not applicable as there was no patient contact with the device. Section d-6b date explanted: not applicable as there was no patient contact with the device; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.